Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. Unable to perform functional tests due to the cracked and bleeding liquid crystal display glass.

Event description:
The customer reported that she was just released from the hosp due to a stroke. The customer did not know whether or not the stroke was related to her diabetes. The customer stated that she passed out and fell on the insulin pump, causing a crack in the middle of the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.